Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.: (B)(4).

Event description:
Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
It was reported by the customer that a brand new expiratory pc board pc1784 failed upon installation regarding a generated leakage error. The new pc board was returned for investigation. No logs were provided to verify the issue. Our investigation of the returned pc board did not show any errors, the first pre-use check failed, this is normal according to the information stated in the device service manual. The first will calibrate the system and fail, the second will pass. The remaining pre-use check tests passed with successful results, the returned pc board is functioning according specification.